Event description:
As reported by the user facility: (B)(4), reported (B)(4) 2012. Occurred (B)(6) 2012 at approx 9:00 am. Reports under infusion with no alarm. Drug being administered vancomycin, rate 150 ml per hour, pump ran for 1/2 hour when nurse checked bag which was still full-clamp open. Pt was sitting up receiving dialysis at time of incident. Pump was using power cord. Customer did not save tubing to return with pump. No pt injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a f/u call to the facility, the reporter indicated the pt was receiving dialysis. The bag hung was a 150 ml bag, programmed at 150 ml/hr. The reporter stated that the nurse returned approx one half hour later and noticed the bag was still full. The nurse noticed at this time the roller clamp was closed and the pump did not alarm. The reporter stated the pump indicated an amount did infuse; however, the bag was still full. The reporter also confirmed that no medical intervention was needed and the pt completed therapy on another pump without incident. The investigation on the device is ongoing at this time. A f/u up report will be provided after the inspection results are available.